Manufacturer narrative:
(B)(4). The customer returned one 20ga 6 cm endurance catheter with a syringe attached for evaluation. Visual inspection of the catheter revealed a crack within kink directly adjacent to juncture hub. The total length of the catheter body measured 64 mm, which is within specification of the nominal value 65 mm per catheter graphic. The outer diameter of the catheter body measured 0.04180", which is within specification of 0.038-0.048" per catheter graphic. The inner diameter of the catheter tip measured 0.028", which is within specification of 0.0245-0.0285" per catheter extrusion graphic. The catheter was functionally tested per the instructions for use (IFU). The IFU provided with this kit states , "flush catheter using a 10 ml syringe filled with normal saline for injection." When the catheter was flushed with a lab inventory water filled syringe, water leaked from the tear in the catheter body. The catheter was sent to wyomissing where the damage was confirmed. The IFU provided with this kit warns the user, "some disinfectants used at catheter insertion site contain solvents which can weaken the catheter material. Alcohol, acetone, and polyethylene glycol can weaken the structure of polyurethane materials. These agents may also weaken the adhesive bond between catheter stabilization device and skin. Allow insertion site to dry completely prior to applying dressing. Do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The complaint of an endurance catheter leak was confirmed by a complaint investigation of the returned sample. The catheter body was kinked and partially separated adjacent to the juncture hub. Due to an increased trend in endurance catheter leaks/separations, a non-conformance has been initiated to further investigate this issue. The root cause has not yet been determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "rn went to go flush and noticed leaking, when she went to change dressing, she noticed that the leaking was coming from the hub of the catheter, so she discontinued it." It was reported the vessel that it was in was only .5cm depth. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported "rn went to go flush and noticed leaking, when she went to change dressing, she noticed that the leaking was coming from the hub of the catheter, so she discontinued it." It was reported the vessel that it was in was only .5cm depth. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).